Event description:
It was reported by service report that the power cord was missing the ground prong.

Manufacturer narrative:
Follow-up submitted as further investigation determined the issue was found during preventative maintenance and was not repaired. Customer was notified of issue.

Event description:
It was reported by service report that the power cord was missing the ground prong.